Manufacturer narrative:
Medwatch sent to FDA on 08/06/2014. The physician discarded the device when it was explanted. The event of infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Healthcare professional reported implantation of seri with a concomitant tissue expander in the right breast on (B)(6) 2014 during primary reconstruction surgery. Post implant, patient present with "redness and infection". On (B)(6) 2014, seri and tissue expander were explanted and discarded.